Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the air in line detector was loose and the downstream occlusion (dso) seal was cracking. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported error code was due to a defective printed wire assembly (pwa). The pwa, dso seal and air detector were all replaced.

Event description:
It was reported that the pump showed error code 43596. The event occurred during testing for preventive maintenance. There was no patient involvement.